Manufacturer narrative:
Device not returned at this time. Analysis results will be provided when available.

Event description:
Surgeon fractured patient's patella while reaming. Surgeon claimed the reamer was dull and required extra pressure to remove bone. Surgeon was using a new powered instrument (not from encore) on evaluation at the center.